Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was explanted due to corrosion with tissue and blood. The patient was doing well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate which is within the expected range. Device exhibits normal charging and discharging characteristics. The complaint of corrosion at the ipg could not be confirmed. Device passed all cis testing. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was explanted due to corrosion with tissue and blood. The patient was doing well after the procedure.